Event description:
The consumer stated she unwrapped a tampon and the applicator was cracked. She also indicated the tampon appeared to contain mold at the tip.

Manufacturer narrative:
Device history record is in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.